Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash under the lifevest. The patient's physician instructed the patient to use and unknown ointment on the rash. After using the ointment on the rash, the patient reported that the rash healed. There were no allegations of a device malfunction contributing to the irritation.